Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. The blood glucose reading was 23 mg/dl at the time the paramedics arrived. Customer stated that he overbolused for food and he did not eat as much and became unconscious. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.